Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient had high blood glucose and was hospitalized on (B)(6) 2017. The customer reported that they were having problem with her dads pump and has been in emergency room 3 times in past week and half for high blood glucose more than 600mg/dl. The doctor is saying pump maybe the problem due to all other test besides his blood glucose being high. Patient's current blood was 262 mg/dl. The customer had lightheaded and dizzy. The customer treated it with manual injections. Blood glucose value when admitted to hospital was 670mg/dl. The blood glucose was brought down to 198mg/dl and was safe to go home. The customer was wearing the pump at time of hospitalization. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery. Customer states the drive support cap appears normal (slightly indented). The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, unexpected alarm error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit passed dat test at 0.0872 inches. No under delivery noted during testing. Unit received with cracked battery tube threads, cracked reservoir tube lip and minor scratches on lcd window. Unit received with corroded battery tube.